Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
The complainant reported that during the cta procedure, upon crossing the lesion, the wire seemed to have uncoiled at the tip. Another device was used and there was no reported impact to the patient as a result of the product issue. It was further confirmed that tip of the wire guide was damaged. Also, it was clearly visible that the tip of the wire was uncoiled and unraveling.